Event description:
Patient had a chronic dislocate...components were well fixed. Surgeon decided to remove 28mm head and replaced with (+5) 40mm lfit cocr head. Surgery was routine.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown head 28mm (+0) c-taper cocr. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.